Event description:
Additional information was received indicating that the issue occurred during testing and there was no patient involvement.

Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the reported alarm was able to be duplicated. The cause was found to be an open electrical circuit within the dso sensor component. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that every time the cassette was installed in the smiths medical cadd solis vip pump, the pump exhibited an alarm for cassette not attached properly, reattach cassette. No adverse effects were reported.